Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present after attempting to complete a user test. During the test, the customer had charged the device and defibrillated. There was no patient use during the reported event.upon evaluation of the customer's device, physio observed that the unit would no longer defibrillate.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio observed that many components on the therapy pcb assembly were burned and that the pcb-mounted jack connector, designator j2, of the energy storage capacitor and the wires between the capacitor and the inductive resistor were also burnt. It was also observed that the pcb support bracket had also sustained damage. Physio then replaced the therapy pcb assembly as well as the inductive resistor, energy storage capacitor and pcb support bracket. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the therapy pcb assembly and determined that the cause of the failure to defibrillate was a diode, designator cr44. The diode also caused damage to numerous components on both the therapy pcb assembly, inductive resistor, energy storage capacitor and pcb support bracket as well.